Manufacturer narrative:
G3 : aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3:product analysis: evaluation could not able to reproduce the reported malfunction of the getting hot. It was noted also that distal bearings are misaligned, tool wont enter tube, input and output shaft are corroded. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the device was getting hot. At the time of the report, there was no impact to the patient. Additional information received stating misaligned distal bearing was found during evaluation made it reportable.